Event description:
A small, wedge shaped, transected partial flap was created during the pass of the microkeratome. The transected wedge was hydrated with balanced salt solution, and antibiotic and replaced.